Event description:
Attorney reported: in 2003 - the patient underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. The following month - the patient underwent a hernia repair procedure with placement to a non-recalled composix kugel mesh patch. As a direct and proximate result of the mesh product, the patient suffered multiple and severe painful injuries, including, but not limited to, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to his abdominal area, severe discomfort, anxiety, suffering, pain and injuries to his body as a whole. As a direct and proximate result of the mesh patch the patient suffered, "permanent physical injury to his body as a whole".

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00056 for information related to the mesh implanted in 2003.